Event description:
It was reported that the customer experienced a malfunction with their pump, identified with a malfunction code, malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support planned to replace the pump, and since the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.